Event description:
The reporter contacted lifescan (B)(4) alleging an error message with the subject meter. The customer service representative concluded it may be an "error 4" based on the information that was provided by the reporter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.